Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 500 mg/dl. The customer was admitted to hospital on (B)(6) 2015. The customer was treat with insulin drip and IV flush in the hospital. The cause of the emergency room visit as per healthcare provider was diabetic ketoacidosis. The customer does not want to troubleshoot and she just wanted a new insulin pump sent out based on the healthcare provider stated.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.